Manufacturer narrative:
(B)(4). This device is not available for analysis but has not yet been received. A review of the manufacturing documentation associated with this lot 17444730 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) case. A contralateral approach was made with a guiding non-cordis catheter and a non-cordis guidewire and crossed the lesion. A power flex pro 7 mm 4 cm 135 was delivered to the lesion and made plain old balloon angioplasty (poba). However it ruptured at 2 atmospheres (atm). Therefore it was replaced with a same size new non-cordis balloon catheter. The procedure was successfully completed. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The lesion was the left common femoral artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown.

Manufacturer narrative:
The sections have been updated accordingly: during a percutaneous transluminal angioplasty (pta) case, a 7x40mm 135cm powerflex pro pta catheter was delivered to the lesion for plain old balloon angioplasty (poba); however, it ruptured at two (2) atmospheres (atm). Therefore, it was replaced with a same size new non-cordis balloon catheter. The procedure was successfully completed. There was no reported patient injury. The lesion was the left common femoral artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. A contralateral approach was made with a guiding non-cordis catheter and a non-cordis guidewire and crossed the lesion. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. A leakage from the ruptured part was confirmed. The maximum inflation pressure was at 2 atm. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17444730 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) case. A contralateral approach was made with a guiding non-cordis catheter and a non-cordis guidewire and crossed the lesion. A power flex pro 7mm 4cm 135 was delivered to the lesion and made plain old balloon angioplasty (poba). However it ruptured at 2 atmospheres (atm). Therefore it was replaced with a same size new non-cordis balloon catheter. The procedure was successfully completed. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The lesion was the left common femoral artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. A leakage from the ruptured part was confirmed. The maximum inflation pressure was at 2 atm. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.